Manufacturer narrative:
Patient's date of birth unavailable from facility. Patient's weight available from facility. Device lot number and expiration date unavailable from facility. Device manufacture date unavailable from facility.

Event description:
Lead extraction procedure to remove two leads (rv, ra) due to infection. Both leads successfully removed. However, after procedure completed, patient's blood pressure dropped dramatically. With use of tee (trans esophageal echocardiogram), a rupture was discovered at the svc. A sternotomy was performed immediately; however, despite extensive rescue efforts, the patient died.